Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a battery that burned and melted while charging. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a burnt and melted battery during charging was confirmed but not reproduced during product evaluation. The root cause was not identified. The main batteries and battery harness was replaced to fix the reported condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.